Event description:
It was reported to covidien on 11/13/2009 that a customer had an issue with a safety syringe. Customer reports the safety device was pulled forward to cover the needle and before they could twist it and lock it into place, the safety shield slid off the syringe and resulted in a dirty needle stick.

Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, the results will be forwarded.